Manufacturer narrative:
Pump was received with blank display due to corroded electronic assembly on pcb1. No tone/beep noted during testing. Pump had missing reservoir tube retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of beeping anomaly. The customer stated that the pump beeped with no alarms. The customer stated that they went skiing and fell. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.